Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clips released from the applier but did not hold on to the tissue. Procedure completed with same/like device. There was no adverse consequence to the patient. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
(B)(4). Batch # n90f2h: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.